Event description:
The facility reports the cna transferred the resident with one assistant. The resident was care planned for a two-person assist. During the bed-to-chair transfer, the pt ended up falling onto the floor, sustaining a hematoma to the head (elevated), a skin tear to the left arm, an abrasion to the left elbow and shoulder, a right hip fracture, and right shoulder pain.